Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had "a pump stall about 3 times in one day." The patient was told the motor restarted and had been fine since then. The patient reported no mris. Nothing specific was going on that day but the patient "had not been feeling that day or evening." The patient was redirected to discuss concerns with their doctor. No further complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient mentioned one of their previous pumps "failed". The patient mentioned that at the time of this event they couldn't hold themselves up in a chair, they keeled over and couldn't speak. The patient stated they were then treated by a healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2020. It was reported that the motor stall had a "spontaneous restart" and no other actions or interventions were taken to resolve the issue. The hcp was planning on assessing the issue at the patient's next appointment but they noted they had no signs or symptoms of issues. No further complications were reported.